Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Reported event of stent wrong size. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A wallflex¿ biliary rx stent delivery system was received for analysis. The stent of the device had been deployed and was not received for analysis. It was noted that the inner shaft was kinked along its length. This type of damage is consistent with the application of excessive force to the delivery system. Device analysis identified no issues with the returned device which could have contributed to the complaint incident. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Per the dfu that; ¿as the stent is deployed, the stent will foreshorten. The amount of foreshortening depends on the anatomy of the stricture¿. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was used during a stent placement procedure performed on (B)(6) 2015. The procedure was being done to treat a malignant lesion that was approximately 12cm in length up to the distal site of the intrahepatic bile duct. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, after the wallflex¿ biliary rx stent was fully deployed and almost fully expanded, the physician found that the stent was longer than expected. The stent was measured inside of the patient using a guidewire. The physician removed the stent and the procedure was not completed due to other unknown reasons. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. In the physician¿s assessment, the wallflex¿ biliary rx stent was longer than the labeled length. The stent was not measured outside of the patient once it was removed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was used during a stent placement procedure performed on (B)(6) 2015. The procedure was being done to treat a malignant lesion that was approximately 12cm in length up to the distal site of the intrahepatic bile duct. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, after the wallflex¿ biliary rx stent was fully deployed and almost fully expanded, the physician found that the stent was longer than expected. The stent was measured inside of the patient using a guidewire. The physician removed the stent and the procedure was not completed due to other unknown reasons. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. In the physician¿s assessment, the wallflex¿ biliary rx stent was longer than the labeled length. The stent was not measured outside of the patient once it was removed.